Manufacturer narrative:
The device was returned to olympus for inspection., a root cause could not be identified. Based on the results of the investigation, most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer had returned the colonovideoscope to the service center for a separate issue. During device analysis, the service repair center had indicated that the image exhibited electrical ripple. There was no patient involvement.